Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a heavily calcified common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide device failed to "work" and the device failed to achieve hemostasis which resulted in surgical intervention there was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Subsequently the device was returned for evaluation. Evaluation summary: analysis was performed on the returned device. Based on the returned device condition, a guide detachment, guide tube bend and needle to cuff miss were observed; however, a specific failure mode was not reported and the account is not willing to provide further information. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of a specific failure mode reported, a conclusive cause could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.